Event description:
The patient has a history of crps and placement of a spinal stimulator. The patient has suffered from an unusual intermittent electrical sensation which appears to be due to failure of the spinal cord stimulating implantable pulse generator or a short in the extension lead. The patient therefore presents for operative revision.the ipg and extension leads were removed in their entirety and sent to the manufacturer for testing.